Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications and their medical history included cardiovascular disease. It was reported that after the implant operation, the patient went into ventricular fibrillation. The patient received CPR and was intubated. The issue was not resolved at the time of the report and it was unknown if additional surgical intervention was planned. The patient was alive with injury and the patient was in the ICU at the time of the report. There were no further complications reported and if additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that there was no device issue which may have caused the patient going into ventricular fibrillation, as the device was not turned on. The patient was defibrillated to resolve the patient going into ventricular fibrillation. The event caused a hospitalization and the patient has since been discharged to a rehabilitation facility. As of (B)(6) 2018, the patient is able to walk, talk, and maintains cognitive function. The patient was seen at the initial post-operation appointment. The device was turned on for the first time on (B)(4) 2018 and is functioning normally. An explant has not been scheduled for this event; however, it was noted that if an explant was planned, the device would be returned. There were no further complications reported or anticipated.